Event description:
Minimed insulin pump overheated causing the pump to inject approx 60 units of insulin while pt was driving automobile. Pt reported becoming disoriented and losing control of automobile, which resulted in an automobile accident.